Event description:
Patient had foley in place, upon assessment of patient, tubing appeared to be broken. Tubing still in place while rest of the tubing and bag was on the floor. Tubing and bag discarded (saved if needed) and new foley placed.